Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty and the battery gauge was fluctuating. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.